Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop leading to a call service 177 warning. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and was able to fit. Moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion or intermittent conditions to the printed circuit board or continuous glucose monitoring module. The short battery life complaint was unable to be duplicated.